Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis partially confirmed the customer reported failure. Visual inspection was conducted and the life indicator exposing the red mark at the chassis could not be confirmed; the instrument still had 6 lives remaining. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the "red part is showing in the window" of the prograsp forceps instrument and that the tip of the instrument had a "frayed" wire. There were no reports of any patient harm, adverse outcome or injury reported. There were no reports of any fragment(s) falling inside the patient.